Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier had failed and required maintenance. A field service engineer (fse) tested it using the hardware test application (hta), and it worked fine. However, it failed in the application. Fse replaced the biometric identifier (bio ID), but it behaved the same way. The fse reseated the universal serial bus (usb) cables and checked in device manager, where multiple hidden versions of the bio ID were found. The fse deleted all the hidden versions and then reran the driver. Later, the fse followed up with the customer regarding any issues after the service, and the customer confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier system failed and required maintenance. The user confirmed that after a reboot, the system appeared to be temporarily functional. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.